Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address an oversized femoral component. Surgeon noticed intraoperatively that cemented mbt tibial tray was loose. There was no fixation between the cement and the tibial tray. Not confirmed if depuy cement was used. No fall or trauma experienced by the patient. During the procedure the surgeon fractured the distal femur whilst trying to remove lcs femoral component and then had to use lps distal femur replacement.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.